Manufacturer narrative:
Dr. (B)(6) requested to speak with one of the consulting medical directors for radiesse. The consult discussed hypersensitivity to the radiesse product. During a f/u with dr. (B)(6) on (B)(6) 2011, he indicated that the pt was treated with a second tapering dose of antibiotics (erythromycin) and another dose of prednisone. At the time of this report, the pt is still taking the prescriptions. The device history records for radiesse lot 1026813 were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
A pt, (B)(6), was injected with 3.0cc of radiesse dermal filler to the cheeks on (B)(6) 2011. At two weeks after the injection, the pt developed inflammation, nodules and tenderness in both cheeks. The pt was treated with antibiotics, prednisone and a kenalog shot, but the symptoms have persisted. The radiesse had been mixed with lidocaine prior to injection, and blt was used as a topical anesthetic.